Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: device rupture; "severe capsular contracture" baker grade unknown.

Event description:
Healthcare professional reported a right side rupture. Patient reported once implants have been explanted and exchanged, they are no longer experiencing any health issues" and the event of "fibromyalgia and arthritis all gone" which considered not device related. Healthcare professional later reported right side "severe capsular contracture" baker grade unknown and "any creases" observed during surgery.. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a right side rupture. Patient reported once implants have been explanted and exchanged, they are no longer experiencing any health issues" and the event of "fibromyalgia and arthritis all gone" which considered not device related. Device explanted.